Event description:
It was reported that the buttons were not responding well to touch. There was no adverse impact to the customer's blood glucose level. Technical support planned to follow up and add the full email to the case notes.